Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00223 on december 1, 2016. On 04/14/2017 additional information: the patient samples are not available for further testing and investigation. Patient history was not provided. The calibration and quality control were acceptable. The customer was unable to provide the lc/ms breakdown for the patient samples. The customer did provide the patient correlation for the advia centaur xp versus the alternate method. The data was acceptable with the exception of a few samples that would require lc/ms breakdown. Without any patient samples or clinical history, siemens is unable to determine the cause of the discordant results. The cause for the discordant vitamin d total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The IFU states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
False high advia centaur xp vitamin d results were obtained on samples from four patients. The results were reported to the physicians and were questioned. The customer sent out the patients samples to be tested at an alternate site with an alternate method. The results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.